Event description:
Information received with return of the device does not address the patient's clinical status but notes no output and no telemetry. The patient underwent knee surgery one month previous. The device was reportedly exposed to electrocautery.